Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode arrived at the emergency department due to multiple shocks. Upon evaluation, it was determined that the device had delivered inappropriate shocks triggered by non-reproducible noise artifacts. The patient exhibited pain and discomfort. The physician performed troubleshooting options, but the noise was not reproducible, and the x rays did not show a fracture. As the physician was not able to isolate a specific cause it was decided to explant the system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode arrived at the emergency department due to multiple shocks. Upon evaluation, it was determined that the device had delivered inappropriate shocks triggered by non-reproducible noise artifacts. The patient exhibited pain and discomfort. The physician performed troubleshooting options, but the noise was not reproducible, and the x rays did not show a fracture. As the physician was not able to isolate a specific cause it was decided to explant the system. The system is expected to be returned for analysis. No additional adverse patient effects were reported.